Event description:
Power chairs need lights and signal turn indicators for public and personal safety like even for bicycles and scooters. All power chairs and some walker and wheel chairs with no light or turning signals are unsafe, period. In the united states, amber front and red rear side marker lamps and retroflectors are required. The law initially required lights or retroreflectors on vehicles manufactured after 1 january 1968. This was amended to require lights and retroflectors on vehicles manufactured after 1 january 1970. Retailer: all. Retailer state: all medical supply stores. (B)(4).